Event description:
It was reported that cgm displayed error message and customer called for assistance. There was no reported impact to the customer¿s blood glucose level. Customer service guided customer through pump reset, cgm error did not recur, and customer successfully started new sensor session.